Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. UDI: (B)(4) lot number unknown.. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The remainder of the drill bit was discarded by the hospital, and will not be returned. Initial reporting facility phone number is (b)(6 . The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke during surgery and a small fragment of the drill bit remains in the patient. The drill bit broke during an original surgery on an elbow. The tip of the drill bit remains imbedded in the patient's bone, and could not be retrieved. The surgery was completed using another drill bit. There was no additional reported patient harm, no reported surgical delay. This report is 1 of 1 for (B)(4).